Event description:
It was reported that the pump intermittently did not enunciate blood glucose alerts as intended. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.